Manufacturer narrative:
Patient code (B)(4) is the code used to describe cardiac event, as there is no other code that best fits cardiac event. This is one of two device reports related to the same event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.